Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer¿s blood glucose level was 600 mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy. The customer continued to use current pump.